Event description:
An adc meter user reportedly received a reading of 89mg/dl on their meter and lost consciousness. Customer did not provide the date of when the medical event occured. No paramedics were reportedly called; no self-treatment or third-party medical intervention was reported by the customer. The morning of the call to adc (2009) the customer also reportedly received an adc meter reading of 104mg/dl which she compared to her physicians hcp meter reading of 67mg/dl. The customer does not feel the adc meter readings are accurate however it is unknown if these readings were obtained within 10 minutes and this type of comparison is not a valid method. Attempts were made to contact the customer to clarify the medical event. As of this date, no further information has been provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's meter was returned and tested. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing.